Event description:
It was reported that the unit completely disassembled in the patient. All pieces were recovered by removing implant and inserter. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
There was not relationship found between the returned device and the reported incident. The visual inspection of the device shows the implant was received properly deploy with the suture broke near the proximal end of the anchor. Functional evaluation of the returned q-fix cannot be performed due to the implant is a single used device and the received condition of the device. Per customer complaint, it was reported that the unit completely disassembled in the patient. Based on our visual inspection about that failure the customer complaint was not confirmed because the implant was received fully deployed and not anchor was returned for evaluation. Root cause for broken suture cannot be determined with confidence; factors unrelated to the design of the device that could lead to this type of incident are: incorrect loading and excessive tensioning or force.